Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific crm received info that the pt with this right ventricular lead was symptomatic. Right ventricular loss of capture was identified. It was reported that the pt had his arms overhead for a long period of time after the implant procedure. The lead was repositioned and remains implanted.